Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing, which resulted in inappropriate anti-tachycardia pacing (atp). Additionally, pacemaker mediated tachycardia (pmt) episodes were recorded. Boston scientific technical services (ts) suggested reprograming options. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing, which resulted in inappropriate anti-tachycardia pacing (atp). Additionally, pacemaker mediated tachycardia (pmt) episodes were recorded. Boston scientific technical services (ts) suggested reprograming options. No adverse patient effects were reported. This lead remains in service. Additional information was received mentioning that this right ventricular (rv) lead is still exhibiting oversensing. It was recommended a chest x-ray to evaluate the rv coil. Technical services (ts) suggested reprograming options. No additional adverse patient effects were reported.